Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer's report of self-test failed for pacer function was observed during initial testing; however after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The customer's report of failed self-test for ECG was not replicated or confirmed. The device was put through extensive testing including ECG stress testing and full functional testing using test ECG cable without duplicating the report. Review of the device activity logs did not show any faults that could be associated with customer report. The device passed the final test procedure, was recertified, and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer and ECG functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.